Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-04572. Vascular access was obtained via the left upper extremity. The 70% stenosed target lesion was located within an unspecified stent in the moderately calcified basilic vein. A 7.0 x 80, 75cm gladiator balloon was used to treat the target lesion, but the balloon ruptured at 6 atmospheres on an unspecified inflation. Then the physician advanced a second 7.0 x 80, 75cm gladiator balloon catheter to the lesion and the balloon ruptured at 10 atmospheres on an unspecified inflation. Both balloons were successfully removed from the patient intact. The procedure was completed with a different size diamond balloon. No patient complications were reported and the patient is fine.